Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of low incident was 41mg/dl. The customer's most current level was 329mg/dl. The customer's levels had been as high as 535mg/dl. The customer states they treated low with glucose tablets and lunch. The customer treated the high with manual injections. The customer declined to troubleshoot and request the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.